Manufacturer narrative:
H.6. Investigation: a DHR was performed and all required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn 200769632 (kinked tubing) and qn 200768793 (missing print-pkg) were initiated during production. Although no sample was returned for evaluation and the failure could not be confirmed, this issue is currently being investigated under CAPA 684099. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port "came apart at the catheter hub".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port "came apart at the catheter hub".